Manufacturer narrative:
D9 updated; the product has been returned. Investigation summary: the cause of the optical issue is due to defective optical component.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A patient with acute myocardial infarction and cardiogenic shock was being escalated from an impella cp to an impella 5.5 for support. After connecting the impella 5.5 to the automated impella controller (aic), an "optical sensor system error" was presented. The pump was disconnected, troubleshooting was performed, and reconnected. The console presented ¿controller error: switch to back up controller¿. A new pump and aic were used. There was no patient harm. This is one of four related reports. This report represents the automated impella controller and other reports will be submitted for the impella cp and the two impella 5.5 pump.